Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection with sepsis. Reportedly, the patient experienced severe pain in the chest. The patient was evaluated in the emergency room and all the laboratory results came out normal. Moreover, the patient was given medication to relieve the pain and found out that he had sepsis and pericarditis. There were no adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.